Event description:
It was reported that the patient experienced coupling and communication issues with their implantable neurostimulator (ins). The patient and physician were unable to get the recharger to communicate with the ins. The cause of the communication issue was suspected to be an overdischarge. The patient noted she had a "mass" on their kidney which they had been focused on, resulting in the overdischarge. The patient had an appointment with their physician on (B)(6) 2012. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Product type: lead: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).